Event description:
A caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a pump reset, and after following these instructions, the error did not reappear, allowing the caller to successfully start their sensor session.